Event description:
Reporter alleges following the insertion of implants, pt experienced numerous health problems such as skin rashes including eczema, muscle and bone aches, pains and arthritis, chronic fatigue, anxiety, panic attacks, depression and other psychological and psychiatric conditions and chronic diarrhea. Upon removal of implants it was discovered that the left implant had ruptured resulting in tissue necrosis.